Manufacturer narrative:
The returned product was evaluated and the investigation found the cannula slightly flattened. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run. No other defects or deficiencies were found during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
(B)(6). Upon deactivation it was noticed that the cannula was bent to the left and that the patient's site was sore. The pod was worn between 36 and 48 hours on the abdomen. Hyperglycemia treated by patient activating new pod.